Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during insertion of this catheter the coronary sinus dissected. During implant procedure a contrasting dye was injected to map the venous system but revealed a small dissection at the ostium. This catheter was used as is. No additional adverse patient effects were reported.